Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified hand procedure, it was observed that the attachment device was grinding. There were no delays in the surgical procedure and a spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the eccentric shaft was stuck inside the housing, the bearing was broken on the oscillating head and the drive unit was corroded. It was further determined that the device failed the following pre-repair diagnostic assessments; check the saw blade coupling due to internal component damage and check free moving due to the grinding and not free moving therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.